Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383512 and lot number 3180980. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. DHR was performed per the batch number supplied, but the material number associated with the batch cannot be confirmed since no response was received during follow up. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Material number updated to 383512.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that at least three bd nexiva 22 ga x 1.75 in single port leaking just before it connects to the tubing. The following information was provided by the initial reporter: we have noticed several of our 22-gauge bd nexiva IV catheters leaking just before it connects to the tubing. It is leaking from the IV catheter, even before we connect it to anything. It happens with multiple nurses, so I can¿t say it¿s a nurse not doing something correctly. If we are only infusing saline, we can just put a towel underneath the area and infuse, but there is no way we would infuse chemo through a leaking catheter, so we have to restick the patient. We notice the leak as soon as it we place it and flush it. When I followed with customer they think they have seen this happen 4-5 time in last 3-4 weeks